Event description:
It was reported that the patient with this implantable pacemaker wanted to know if device was working as the device may have been turned off. Patient was referred to the physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.